Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure.

Event description:
Healthcare professional reported left side "has become exposed secondary to a wound over it." Also reported "sunburn" which was determined not to be device related. The device has been explanted. Patient was treated with "wound drainage" and surgical "excision skin defect" and "placement alloderm (r)/t.e. Calvulin."